Event description:
An altitude alarm was reported on the pump, leading to suspension of insulin delivery due to obstructed speaker holes. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions from technical support, removing the obstruction and cleaning the speaker holes, which allowed the resumption of insulin delivery after waiting for several minutes. No recurrence of the alarm was noted, and the pump resumed normal operation with advice given to prevent future altitude alarms.